Manufacturer narrative:
Patient demographics unable to be obtained. The device was received for evaluation. The report of the catheter continuing providing drifting svo2 values was unable to be confirmed. Catheter failed in-vitro calibration with lab cal-cup in received condition. As received, the optic extension tube was detached from the boot connector and optic connector. One of the optic fibers and kevlar fiber were broken. There was adhesive trace on extension tube. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further evaluation at the manufacturing site, it could be determined that the issue of detached boot connector is related to the manufacturing process. Corrective actions have been implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during this target market release (tmr), this swan ganz iq catheter continue providing drifting svo2 values even though the optical module connector port had broken. There was no error message displayed. There was no allegation of patient injury.